Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set cannula was bent and a high blood glucose event. The customer¿s blood glucose was _33.0 mmol/l at the time of incident. Customer stated that she woke up with a blood glucose reading of 33.0 mmol/l and treated with insulin pump. Customer reported that the infusion set adhesive patch was wet and insulin was leaking. Customer also reported that the infusion set cannula was bent that could have led to high blood glucose reading. The insulin pump is not expected to return for analysis. Additional device related incidents: infusion set ((B)(4)).